Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant /migration of essure device location of device: broken up in pieces and visible through the skin"), device breakage ("migration of essure device location of device: broken up in pieces and visible through the skin / device breakage"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding (general)") and thyroid cancer ("thyroid cancer") in a 28-year-old female patient (gravida 3, para 3) who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included multigravida, parity 3 (((B)(6) 2013, (B)(6) 2015, (B)(6) 2012)) and anxiety. Concomitant products included buspirone hydrochloride (buspar) since (B)(6) 2017 for anxiety and medroxyprogesterone (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("low back pain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and fatigue ("fatigue"). On (B)(6) 2014, 4 months 27 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced thyroid cancer (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove the essure implant - tubal ligation on (B)(6) 2015) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, genital haemorrhage, migraine, nausea, dysmenorrhoea, thyroid cancer, fatigue, weight decreased, alopecia and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2015. The reporter considered alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pregnancy with contraceptive device, thyroid cancer and weight decreased to be related to essure. The reporter commented: under visualization essure device introduced, first placed on the right ostia with no coils visible and then attention turned to the left ostia where essure microinsert placed under visualization with 2 coil visible . Physician did not tell to patient that only the left side device was visible but couldn't see the one on the right . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Approximate weight at the time of essure placement 168.3 lbs on (B)(6) 2014, home pregnancy test done, live birth with complications. On date: (B)(6) 2014, type of test: transvaginal ultrasound (tvu) result: migration of essure device (physician did not tell to patient that only the left side device was visible but couldn't see the one on the right.) Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event low back pain added and onset date of events updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant /migration of essure device location of device: broken up in pieces and visible through the skin"), device breakage ("migration of essure device location of device: broken up in pieces and visible through the skin / device breakage"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding (general)") and thyroid cancer ("thyroid cancer") in an adult female patient (gravida 3, para 3) who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's concurrent conditions included multigravida, parity 3 ((06nov2013, 29jan2015, 17jul2012)) and anxiety. Concomitant products included buspirone hydrochloride (buspar) since 1-oct-2017 for anxiety. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), thyroid cancer (seriousness criterion medically significant), fatigue ("fatigue"), weight decreased ("weight gain / loss specify which one: weight loss") and alopecia ("hair loss"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (surgery to remove the essure implant) and surgery (surgery to remove the essure implant). Essure was removed on 29-jan-2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, genital haemorrhage, migraine, nausea, dysmenorrhoea, thyroid cancer, fatigue, weight decreased and alopecia outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2015. The reporter considered alopecia, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pregnancy with contraceptive device, thyroid cancer and weight decreased to be related to essure. The reporter commented: under visualization essure device introduced, first placed on the right ostia with no coils visible and then attention turned to the left ostia where essure microinsert placed under visualization with 2 coil visible . Physician did not tell to patient that only the left side device was visible but couldn't see the one on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Approximate weight at the time of essure placement 168.3 lbs on 19-06-2014, home pregnancy test done, live birth with conplications. On date: (B)(6) 2014. Type of test: transvaginal ultrasound (tvu) result: migration of essure device (physician did not tell to patient that only the left side device was visible but couldn't see the one on the right.) Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device dislocation. Most recent follow-up information incorporated above includes: on 30-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics updated and concomitant disease added. Essure start date updated and indication and lot number added. New events, pregnancy (no complications), abnormal bleeding (general), migraines / headaches, migration of essure device location of device: broken up in pieces and visible through the skin/ device breakage, dysmenorrhea (cramping), thyroid cancer, fatigue, weight loss and hair losswere added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant /migration of essure device location of device: broken up in pieces and visible through the skin"), device breakage ("migration of essure device location of device: broken up in pieces and visible through the skin / device breakage"), pregnancy with contraceptive device ("pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding (general)") and thyroid cancer ("thyroid cancer") in a 28-year-old female patient (gravida 3, para 3) who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included multigravida, parity 3 (((B)(6) 2013, (B)(6) 2015, (B)(6) 2012)) and anxiety. Concomitant products included buspirone hydrochloride (buspar) since (B)(6) 2017 for anxiety and medroxyprogesterone (depo provera) for contraception. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("low back pain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and fatigue ("fatigue"). On (B)(6) 2014, 4 months 27 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced thyroid cancer (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (surgery to remove the essure implant - tubal ligation on (B)(6) 2015) and surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, genital haemorrhage, migraine, nausea, dysmenorrhoea, thyroid cancer, fatigue, weight decreased, alopecia and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2015. The reporter considered alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pregnancy with contraceptive device, thyroid cancer and weight decreased to be related to essure. The reporter commented: under visualization essure device introduced, first placed on the right ostia with no coils visible and then attention turned to the left ostia where essure microinsert placed under visualization with 2 coil visible . Physician did not tell to patient that only the left side device was visible but couldn't see the one on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on an unknown date: essure confirmation test approximate weight at the time of essure placement 168.3 lbs on (B)(6) 2014, home pregnancy test done, live birth with complications. On date: (B)(6) 2014: type of test: transvaginal ultrasound (tvu) result: migration of essure device (physician did not tell to patient that only the left side device was visible but couldn't see the one on the right.) Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc (product technical compliant). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant /migration of essure device location of device: broken up in pieces and visible through the skin'), device breakage ('migration of essure device location of device: broken up in pieces and visible through the skin / device breakage'), device expulsion ('essure implant has moved into uterus') and thyroid cancer ('thyroid cancer') in a 28-year-old female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's medical history included menstrual cycle abnormal, bronchitis, thyroidectomy, thyroid disorder, ovarian cyst and tobacco abuse. Approximate weight at the time of essure placement 168.3 lbs on (B)(6) 2014, home pregnancy test done, live birth with complications. On date: (B)(6) 2014. Type of test: transvaginal ultrasound (tvu). Result: migration of essure device (physician did not tell to patient that only the left side device was visible but couldn't see the one on the right.). Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included multigravida, parity 3 (B)(6) 2013, (B)(6) 2015, (B)(6) 2012)), anxiety and headache. Concomitant products included buspirone hydrochloride (buspar) since (B)(6) 2017 for anxiety, medroxyprogesterone acetate (depo provera) for contraception as well as oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and back pain ("low back pain"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy on (B)(6) 2021, surgery to remove the essure implant and surgery to remove the essure implant - tubal ligation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, genital haemorrhage, migraine, nausea, dysmenorrhoea, thyroid cancer, fatigue, weight decreased, alopecia and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2015. The reporter considered alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pregnancy with contraceptive device, thyroid cancer and weight decreased to be related to essure. The reporter commented: under visualization essure device introduced, first placed on the right ostia with no coils visible and then attention turned to the left ostia where essure microinsert placed under visualization with 2 coil visible . Discrepancy : explant date mention in case is (B)(6) 2015 but in mr document it is mention as (B)(6) 2021. Physician did not tell to patient that only the left side device was visible but couldn't see the one on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure confirmation test. Ultrasound scan vagina - on (B)(6) 2014: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device dislocation, pelvic pain, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2021: mr received : reporter information, other relevant history added. Event added- partial expulsion of device. Rcc updated. Event pregnancy with contraceptive device and genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant /migration of essure device location of device: broken up in pieces and visible through the skin'), device breakage ('broken up in pieces and visible through the skin / device breakage'), device expulsion ('essure implant has moved into uterus') and thyroid cancer ('thyroid cancer') in a (B)(6) year-old female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (no complications)". The patient's medical history included menstrual cycle abnormal, bronchitis, thyroidectomy, thyroid disorder, ovarian cyst and tobacco abuse. Approximate weight at the time of essure placement (B)(6) lbs on (B)(6) 2014, home pregnancy test done, live birth with complications. On date: (B)(6) 2014. Type of test: transvaginal ultrasound (tvu). Result: migration of essure device (physician did not tell to patient that only the left side device was visible but couldn't see the one on the right.). Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included multigravida, parity 3 (((B)(6) 2013, (B)(6) 2015, (B)(6) 2012)), anxiety and headache. Concomitant products included buspirone hydrochloride (buspar) since (B)(6) 2017 for anxiety, medroxyprogesterone acetate (depo provera) for contraception as well as oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("low back pain"), genital haemorrhage ("abnormal bleeding (general)") and nausea ("nausea"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and device breakage (seriousness criteria medically significant and intervention required), 4 months 27 days after insertion of essure. In 2015, the patient was found to have weight decreased ("weight gain / loss specify which one: weight loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and was found to have thyroid cancer (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy on (B)(6) 2021, surgery to remove the essure implant and surgery to remove the essure implant - tubal ligation on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, device breakage, device expulsion, pregnancy with contraceptive device, dysmenorrhoea, back pain, genital haemorrhage, migraine, nausea, thyroid cancer, fatigue, weight decreased and alopecia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The caesarean delivery occurred on (B)(6) 2015. The reporter considered alopecia, back pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, fatigue, genital haemorrhage, migraine, nausea, pregnancy with contraceptive device, thyroid cancer and weight decreased to be related to essure. The reporter commented: under visualization essure device introduced, first placed on the right ostia with no coils visible and then attention turned to the left ostia where essure microinsert placed under visualization with 2 coil visible. Discrepancy: explant date mention in case is (B)(6) 2015 but in mr document it is mention as (B)(6) 2021. Physician did not tell to patient that only the left side device was visible but couldn't see the one on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on an unknown date: results: essure confirmation test. Ultrasound scan vagina - on (B)(6) 2014: results: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:device dislocation, pelvic pain, device expulsion. Batch no: b61398; production date: 2013-08-26; expiration date: 2016-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-jul-2021: quality safety evaluation of product technical complaint (ptc). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.